Event description:
The pt had a jackson-pratt drain placed in the subcutaneous tissues in the pelvis. Their pelvic drain subsequently, upon trying to remove it, became disassembled and exploratory laparotomy had to be performed utilizing half of their incision with removal without difficulty of the remainder of the jackson pratt drain. The pt did well on their reoperation for the jackson pratt drain and was discharged home in 8/2004.